Manufacturer narrative:
Unit had unexpected seating during the prime or seating test due to moisture damage at the force sensor. During visual inspection found moisture damage on the electronic stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test due to the unexpected seating. (B)(4).

Event description:
Information received by medtronic indicated that there was crack near the battery and the buttons were not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.